Manufacturer narrative:
The qc was within lab's established ranges prior to and post the event. On (B)(4) 2010, a bci field service engineer (fse) found precipitant in the cl port of flow-cell. Fse cleaned and replaced the cl electrode. Fse replaced valves and flushed line on the vacuum to the electrolyte injection cup (eic). Fse verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) result generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was reported out of the laboratory. The sample was repeated on an alternate unit and lower result was obtained. Amended report was initiated. Patient treatment was not initiated or withheld based upon the erroneous high result reported.